Event description:
It was reported that balloon rupture occurred. The over 90% stenosed target lesion was located in the moderately tortuous and heavily calcified coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 13 atmospheres (atm) for less than 30 seconds, the balloon ruptured. The device was removed and a 4.00mm x 12mm nc emerge balloon catheter was advanced, but it also ruptured during initial inflation at 12 atm for less than 30 seconds. Subsequently, another 4.00mm x 12mm nc emerge balloon catheter was advanced, but it also ruptured during initial inflation at 13 atm for less than 30 seconds. The device was then removed, and the procedure was completed with another of the same device. No patient complications nor injuries were reported.